Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full-height cubie drawer kept failing, and the cubies and rails needed to be replaced; it was hard to pull out and push in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the drawer had failed along with most of the cubies. The fse powered off the pyxis unit and replaced the retractor band, then identified that the rails were faulty and replaced them. Hardware testing application diagnostics were performed to verify proper operation. The system functioned as intended after the field service engineer repaired the device.